Event description:
The manufacturer received information alleging the screen had blacked out. The patient informed the sales representative that there was no problem with the operation of the device. The sale representative observed the screen being blacked out and replaced the device with another one. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the screen had blacked out. The patient informed the sales representative that there was no problem with the operation of the device. The sale representative observed the screen being blacked out and replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during a device check. The manufacturer's service technician stated that since the device was operating without any changes even after the screen turned black, "it is assumed that a failure occurred in the liquid crystal display (lcd) backlight. The manufacturer's service technician replaced the device's lcd to prevent recurrence of this issue. Additional findings not related to the malfunction/issue was the following parts were proactively replaced by the manufacturer's service technician for this device: pollen filter, exhaust fan assembly, and forty-three micron filter. After the manufacturer's service technician had replaced all of the parts on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician found the device operational, and it was cleaned.